Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a connector problems. It was additionally noted that the left ventricular (lv) lead was replaced for better anatomical placement. The device and lv lead were explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.